Event description:
The customer contact reported the device alarmed with a s205 (backup battery) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility the device alarm with a s205 (backup battery) malfunction alarm code. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device displayed a s205 (backup battery) malfunction alarm code. The device has been identified as part of a product recall. See attached customer notification dated on 03/08/2013. This report represents all the information known by the reporter upon query by hospira personnel.